Manufacturer narrative:
As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of seven for this event. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Wenrui li , yunchao xing, hai feng, xueming chen and zhiwen zhang (2022). Percutaneous mechanical thrombectomy using the rotarex®s device for the treatment of acute lower limb artery embolism: a retrospective single-center, single-arm study. Department of vascular surgery, 9:1017045 doi: 10.3389/fsurg.2022.1017045.

Event description:
It was reported in an article in journal of ¿front surg¿ titled ¿percutaneous mechanical thrombectomy using the rotarex®s device for the treatment of acute lower limb artery embolism: a retrospective single-center, single-arm study", approximately sometime post procedure, there was one thrombotic recurrence which resulted in severe unsalvageable limb ischemia and required a major, below the knee, surgical limb removal amputation after percutaneous mechanical thrombectomy. It was further reported that intraoperative complications occurred in three patients out of seventeen- two patients developed extravasation after percutaneous mechanical thrombectomy and one patient had distal embolization of outflow tract. Furthermore, study report states that postoperative complications occurred in three patients out of seventeen- one had access site hematoma, one developed acute kidney injury and one was diagnosed with target artery thrombosis. There were no thirty-days death. All patients were subsequently treated with antithrombotic therapy and additional anticoagulation. The patients current status is unknown.